Event description:
It was reported that a pt underwent a sling procedure in the hammock position in 2008. After final placement of the device, when the release wire was pulled, the mesh remained attached to the inserter and pulled out of the pt with the inserter. The procedure was successfully completed with a different type of sling device.

Manufacturer narrative:
Conclusion - the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.